Event description:
A healthcare worker experienced tightness in his chest and difficulty breathing while changing cidex opa. The healthcare worker went to the facility health department and no treatments or prescriptions were recommended.